Manufacturer narrative:
The customer returned their device to spacelabs healthcare for evaluation. An equipment service technician evaluated the returned xhibit central station where he was able to duplicate the reported issue. It was found that after approximately an hour of running the unit, the system would power down. Further evaluation showed that the device was excessively dirty, and that the fan on the video card was not functioning. Dust and debris buildup in the system and the faulty fan on the video card can result in the xhibit central station to overheat. In the event that the xhibit central station overheats, it will perform a self-preserving shut down to prevent damage to the hardware and prevent software corruption. The customer was advised that the system would need to be cleaned and that the video card would need to be replaced in order to resolve the reported issue. The cause of the reported issue was due to a faulty fan on the video card and excessive dust/debris buildup on the unit.

Event description:
The customer reported that a xhibit central station was repeatedly shutting itself off. There was no patient or user harm associated with this event.